Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.